Manufacturer narrative:
The reported event of stenosis and calcification could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, calcification is a known event associated with tissue heart valves. Information from the field indicated that the valve had been implanted for nearly 6 years.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2018, a valve-in-valve procedure was completed within the 6-year-old valve due to stenosis and calcification. The patient is reported stable. Per report, the patient did not have a history of renal insufficiency. Echo and procedure reports were requested, but not provided by the physician or hospital. The user does not attribute this event to product performance.